Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead, implanted with another manufacturer's implantable cardioverter defibrillator (ICD), triggered an alert due to high out-of-range shock impedance measurement. The exact shock impedance measurement was not specified, however it was noted that the alert value was programmed up to 130 ohms. Shock impedance trending was not available, and no changes were made to the therapy vector at this time. This rv lead remains in service, and will continue to be monitored at this time. No adverse patient effects were reported.